Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of medical records/imagery . A review of lot history, and DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported , "after a 23mm sapien 3 ultra resilia valve was implanted into a 25mm non-edwards surgical valve, post deployment echo had a gradient of 14 mmhg. It was decided to fracture the surgical sew ring with a 24mm true balloon. Post fracturing echo showed moderate to severe central aortic insufficiency (ai). A second 23mm sapien 3 ultra resilia valve was implanted to fix the central ai. Post deployment echo showed no ai." In this case, the central regurgitation was observed after the post-dilation with a non-edwards balloon. Per training manual, post-dilation can be a risk to over expand the valve leading to central regurgitation, and it is recommended to use same delivery system for post-dilation. As such, available information suggests that procedural factors (post-dilation with non-edwards device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, after a 23mm sapien 3 ultra resilia valve was implanted into a 25mm non-edwards surgical valve, post deployment echo had a gradient of 14 mmhg. It was decided to fracture the surgical sew ring with a 24mm true balloon. Post fracturing echo showed moderate to severe central aortic insufficiency (ai). A second 23mm sapien 3 ultra resilia valve was implanted to fix the central ai. Post deployment echo showed no ai. Patient was sent to the unit in stable condition.